Event description:
Reportedly, during the implantation of the ICD involved in this MDR report, ventricular fibrillation (vf) induction test was performed. However the charging of the capacitor was not started and the vf was terminated by an external shock. It was observed that the induction episode was not recorded in the memory. Finally, another vf was induced and a shock was delivered but still no episode was recorded. Since it was unknown if the device was functioning properly, the ICD was replaced and returned for analysis. In addition, the memory reset could not be performed before implantation. The physician wanted to know the reason for the absence of recording of the episodes.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.